Manufacturer narrative:
On 10-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: the device was received in three parts. During the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly within the rupture was observed, consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 325 cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. Ultrasonography performed on (B)(6) 2020 indicated the bilateral rupture. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants (unspecified size) on (B)(6) 2020. The sides of the implants were not reported. If additional information is received in the future, a supplemental report will be submitted. This report is for one of the reported prostheses.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).